Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert and had no capture, undefined high impedance and exhibited noise oversensing with many short v-v intervals noted. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.